Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one month later, back pain. An inferior vena cava filter was present. On the next day, severe pain. Axial unenhanced computerized tomography of the lumbar spine. An inferior vena cava filter remains in place in the infra renal inferior vena cava. After one year five months, the patient presented with abdominal pain. After five months, computerized tomography scan of the abdomen showed an inferior vena cava filter was present of the midline abdomen. After five months, lower sacral pain. A computerized tomography scan of the abdomen showed inferior vena cava filter with two of the metal struts were fractured and appear to be protruding at a 90° angle from the main axis of the filter. The struts have an apparent ectopic location which was confirmed on the recent computerized tomography scan of the abdomen and pelvis performed. After one month, the patient was sent by primary care physician after a lumbar spine x-ray showed the inferior vena cava filter in inferior vena cava had shifted and had fractured one of the struts. The patient had a filter placed following a gastric bypass operation. The x-ray of the spine was read by the radiologist as showing an inferior vena cava filter that was at an angle with a strut that was fractured. The x-ray of the lumbar spine showed the inferior vena cava filter at the level of l3-4 vertebra. It was at a slight angle but seems to be fully deployed. One or might be 2 struts were pulled at an acute angle and were fractured, but the other struts were all in place. The filter itself was not in any acute angle, but it might be slightly tilted, but it was still deployed. It still looks quite functional. The inferior vena cava filter was in place with a fracture of 1 or 2 struts. After one year and eight computerized tomography-abdomen without contrast an inferior vena cava filter was noted in place in the infra renal inferior vena cava. Therefore, the investigation is confirmed for the alleged filter limb detachment and perforation of inferior vena cava and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before bariatric procedure . At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc and struts detached. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately two years post filter deployment, it was seen that two filter struts detached protruding at 90° from the main axis of the filter in an ectopic location. Subsequently a month later, x-ray revealed the filter was slightly titled with two detached limbs at an acute angle. Therefore, the investigation is confirmed for detachment for filter limbs and perforation of ivc. However, the investigation is inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc and struts detached. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.